Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for chronic low back pain. It was reported that the patient's ins battery was "completely expired" and was working with someone on multiple occasions who was unable to get it functioning again. An overdischarge was reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.